Event description:
The customer contact reported the device did not deliver. The customer contact stated that during the user facility's routine testing, the device was found to "think it was running, incrementing volume being delivered but no fluid is being infused." There was no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not completed.